Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8320615. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally our engineers identified a small breach in the tubing of the device during leakage testing. The characteristics of the damage are most likely caused by a burred pinch clamp, however observation of the clamp was unable to identify any abnormalities that would have contributed to the damage. Unfortunately based on the observations of the pinch clamp, the root cause for this complaint could not be confirmed at the conclusion of our review.

Event description:
It was reported that during use it was discovered that the tubing was defective and leakage occurred with a bd pegasus yel 24ga x 0.75in prn. The following information was provided by the initial reporter, translated from chinese to english: it's found that ext. Tubing broken and result in leakage at ext tubing and blood return in the ext. Tubing one day after start replace catheter.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use it was discovered that the tubing was defective and leakage occurred with a bd pegasus yel 24ga x 0.75in prn. The following information was provided by the initial reporter, translated from (B)(6) to english: it's found that ext. Tubing broken and result in leakage at ext tubing and blood return in the ext. Tubing one day after start replace catheter.